Manufacturer narrative:
Device evaluation: . Visual analysis of the returned device identified white particles in device inner surface and one curved opening. Leak test and microscopic analysis was performed which identified: total delamination of valve and one striated opening. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. -one opening striated in the side posterior assessed as surgical damage. Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Healthcare professional reported left side "deflation." Device has been explanted.

Event description:
Healthcare professional reported left side "deflation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported left side "deflation." Device has been explanted.